Event description:
Pt had a realize-c type adjustable gastric band placed on (B)(6) 2009. On (B)(6) 2012, pt was seen in office after a significant increase in appetite for about a week. "She was suddenly able to eat anything she wanted and felt no restriction from the band." The band was checked in the office, a flat plate was done and surgery was scheduled for (B)(6) 2012. The port was replaced.